Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient did not have a good therapy result in the left side of their body. The problem started a couple months prior to this report. Impedances of contact two and three were measured to be high. Electrode pairs c-2, 0-2, 1-2, and 2-3 had impedances measured to be greater than 40,000 ohms. Impedance of electrode pair c-3 was 27,723 ohms, 0-3 was 20,739 ohms, and 1-3 was 22,861 ohms. The implantable neurostimulator (ins) was programmed to c+, 20 at 0.1 ma. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3389s-40, lot# v621023, product type: lead.

Event description:
Additional information received reported the patient had no therapy on their left side due to the high impedance. The patient's healthcare professional was not able to determine the cause with x-rays and surgery was planned for (B)(6) 2015.